Event description:
Plaintiff states that she has suffered the following symptoms while working around and/or using latex gloves: asthma, rhinitis, respiratory problems, tighteness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress.